Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all of the functional tests with no error alarms noted during testing. However, alarms were noted in the alarm history due to a corrupted history file. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip. The reservoir volume icon functioned properly during testing.

Event description:
It was reported the customer received several alarms on their insulin pump. The customer also stated they had been off insulin pump therapy for two to three months. Customer requested assistance with programming their insulin pump for use again. Troubleshooting found the customer had a no delivery alarm in their alarm history. It was also found the customer's insulin pump passed the self test. Customer's alarm history also showed several displayable history check failed on startup alarms. Customer was advised their insulin pump needed to be replaced. The customer's blood glucose was 106 mg/dl. No additional information provided.